Manufacturer narrative:
Device evaluation a tactile test did not detect any kinks or abnormalities along the length of the catheter. Visual inspection confirmed hardened blood and residue evident along the mid length of the catheter. Negative prep did not detect the presence of a leak on the device. Resistance was felt when loading a guidewire through the device due to the hardened blood and residue. An attempt was made to inflate the device, but the device could not be inflated. The device was placed in the water bath for a period of time in an attempt to disperse the hardened blood and residue. Upon removal from the waterbath the device could not be inflated. It was not possible to visually confirm the presence of a tear on the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an inpact pacific dcb during procedure to treat the avf. No damages noted to packaging and no issues noted when removing device from hoop/tray. The device was inspected with no issues identified. The device was prepped with no issues. During balloon inflation, balloon burst/leak or rupture occurred and it is unknown where it occurred. The lesion was pre dilated. The device did not pass through a previously deployed stent. There was no resistance encountered while advancing the device. It was reported that physician was using inpact dcb and upon the first inflation the pressure could not be maintained and a leak of contrast could be seen in angio screen of the balloon. Physician removed the faulty dcb and replaced with a new inpact dcb of the same size to successfully complete the procedure. There was no patient injury reported.